Event description:
It was reported that the lead exhibited intermittent capture and noise. No intervention was reported. The issue will continue to be monitored. No patient consequences were reported.